Manufacturer narrative:
Investigation summary. No product/logs were returned. Hemolysis / miwb: clinical details note that the patient had dark urine and hemolyzed labs during support. No product or logs were returned. The cause of the hemolysis was not determined due to insufficient clinical details. Device in wrong position: clinical details note that the pump was observed deep on echo and repositioned. The cause of the device in wrong position was not determined since insufficient clinical details were provided.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. During an on-site assessment this morning, dark red urine was observed in the foley collection bag. The nurse reported that this discoloration was noted immediately after foley catheter placement the previous night and had not improved. Echocardiographic evaluation showed that the impella was positioned too deep. The nurse also reported hemolyzed laboratory results overnight. The impella was subsequently repositioned to an appropriate depth of 4 cm per the echocardiogram. The lactate dehydrogenase (ldh) level this morning was 1756. The patient survived the procedure.